Event description:
Procedure type: colon resection. According to the reporter: after building the anastomosis with the stapler it was noticed, that the clip row was not closed. The fault occurred again with the second stapler. A new stapler with another lot was used and functioned properly. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).